Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. However, the material found in the device was identified as silicone rubber - therefore, it was probable that it was a piece of a product that was used in the endoscopy room and/or the injection tube which entered the device by mistake. The instructions for use on reprocessing of the device is as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." A further assumable cause of this phenomenon was therefore determined to be staff being less trained on the instructions for use on the reprocessing and device handling of the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The air/water supply nozzle was clogged. The biopsy/instrument channel was leaking. The plastic distal end cover insulation had a crack. The bending section cover glue was cracked. The distal end plastic cover had a deep dent and scratches. The light guide tube also had a dent. The insertion tube insulation was out of specification and the insertion tube had multiple buckles. The angulation was low, and the customer label on the grip had corrosion. The up/down on the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, there was trouble pushing anything/fluids through the port of the evis exera ii gastrointestinal videoscope. No patient harm reported. During the evaluation of the device, it was noted there was foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.